Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4023 lead, implanted: 2001-(B)(6). (B)(4)

Event description:
It was reported that both the atrial and right ventricular leads had decreasing impedance in unipolar. Both leads were capped and replaced. No patient complications have been reported as a result of this event.